Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a post induction message stated that the device would no longer allow inductions. The hv lead impedance from the shock was 12 ohms. The caller stated that they could not wait for review of device image and the lead was capped and replaced.